Event description:
It was reported via email that the esc button on the insulin pump was sticking and they had unexplained no delivery alarms. Customer declined troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.